Event description:
Two motor hoses reportedly "exploded." Incident of oil being deposited on patient brain reported. Motor hoses reportedly "twisted" prior to problems. No more info available regarding pt outcome.